Event description:
A 8.5 french introducer sheath was placed for vascular access for a liver transplant. The catheter functioned throughout the case and the patient was transferred to the ICU for further care in the ICU. When the patient was sat at the side of the bed, the hub on the catheter became disconnected from the catheter tubing itself, allowing entrainment of air as well as significant hemorrhage leading to hypotension, unresponsiveness and requiring 2 units of red blood cell transfusion. The catheter was able to be retrieved from the patient's neck. The hub remained secured to the patient's skin. A second catheter was opened and also fell apart at the hub/catheter interface with minimal effort.